Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels that was displayed as ¿low¿; however, a specific value was not provided to ¿high¿; however, a specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in fluctuating bg levels. Customer consumed carbohydrates and gave a correction bolus via the pump and manual injection to address bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the fluctuating bg levels was unknown, customer acknowledged and understood.